Event description:
To summarize this event, a 22mm amplatzer® septal occluder ("aso") was deployed three times through the 9f amplatzer® torqvue® 45° delivery system ("dtv45") sheath, however, the correct position could not be achieved. The aso would not retract into the dtv45 sheath after the last attempt. A 9f amplatzer® torqvue® 45° exchange system ("etv45") was opened, but the delivery cables could not be attached together because the core of the cable attached to the aso extended to the end of the microscrew. The etv45 sheath was advanced over the delivery cable until the end of the cable could be reached at the distal end of the sheath. The aso was recaptured and removed.

Manufacturer narrative:
The dtv45 delivery cable was received at aga medical and the vice/screw assembly was missing. Following decontamination, a microscopic examination revealed that one of the cable core strands protruded into the cable screw adapter interior, preventing successful attachment of a test cable. Our investigation revealed the performance described in the field was due to a manufacturing defect. We have forwarded this information onto our supplier and research and development teams for additional review, and will assess any changes to the amplatzer® torqvue® 45° delivery system if this proves optimal.